Manufacturer narrative:
Concomitant medical products: dtmb1d4 crt-d, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead triggered an alert for low out of range impedance measurement. The lv lead remains in use. No patient complications have been reported as a result of this event.